Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller was meeting with the patient because they had reported that the ins had not worked properly since a cardioversion treatment on 9 may 2025. The patient reported that they activated MRI mode prior to the cardioversion. When the patient attempted to connect to the ins with the patient application, they get a message that they should contact a clinician and code 323. When the rep attempted to interrogate with the tablet, they were getting a system error message with code 0x1775eca4 and they could not start a session. During the call the caller attempted to reset the ins with the application. The caller then tried to connect to the ins with the clinician app and got a message that said system detected that the device has been reset. The caller selected continue. The tablet then displayed the same system error with code 0x1775eca4. Troubleshooting was not required. The issue was not resolved through troubleshooting.

Manufacturer narrative:
Continuation of d10: product ID a71400; product type: 0216-software; product type: 0216-software; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reports the patient's implantable neurostimulator (ins) was located in their left buttocks, and stimulation was turned off by the patient with the patient putting their device into MRI mode prior to the cardioversion.

Event description:
Additional information was received from manufacturer representative (rep) who clarified the ins not working properly after cardioversion was due to device not charging or providing therapy. They reported the plan is to replace the implantable neurostimulator (ins) however, no surgery has been scheduled.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional and a rep. It was reported that the device was replaced due to the previously documented cardioversion issues, and the rep was not aware of the scheduled replacement until the day of, (B)(6) 2026. The device was discarded after replacement by the hcp, issue has been resolved. The patient¿s wife reported the patient had the cardioversion; patient reported they did not have cardioversion. The rep indicated the cardioversion was likely and re- indicated cardioversion procedure itself was unrelated if it did occur.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.